Event description:
The patient reported "intense" pain at the neurostimulator site. At time, the pain travels down the right leg and feels like a "tingling, cramping" sensation. The neurostimulator site is not red or swollen. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received. Refer to medwatch report #6000153200704555.